Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Concomitant products: c4tr01 implantable pulse generator (ipg) implanted: (B)(6) 2013; 419588 implantable pacing lead implanted: (B)(6) 2013; 5076-45 implantable pacing lead implanted: (B)(6) 2007. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately four months after ipg and left ventricular lead implant. The cause of death has been requested and will not be received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.